Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection of the drain bag showed there was an external leak at the welding of the bag, near the stopcock. The reported condition is confirmed. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prisma flex m150 set, an external leak from the drain bag was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.